Event description:
In 2001, pt underwent enucleation for a blind and painful eye. An ocu-guard orbital implant wrap was applied over the medpor prosthesis. Later in 2001, the pt presented with conjunctival dehiscense with multiple areas of anterior exposure. About three weeks after this, the ocu-guard and medpro prosthesis were removed and replaced with an acrylic sphere. The pt's condition is reported as stable.